Manufacturer narrative:
Additional information has been provided in a2.,a3.a.,b.2., b.5., b.6.,b.7.,d.5.,d.6b.,d.9.,d.10.,e.1.,e.3.,e.4.,g.2.,h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Scratches are observed along the cut area. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens, 18.0 diopter (add power 2.2/3.2) lens was replaced with a non company, 17.0 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had yag surgery prior to the lens being explanted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the iol was explanted and exchanged for a non company lens in the secondary implant procedure. Patient had yag (yttrium aluminum garnet) prior to the explant and there was no impact to the patient.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry halos affecting driving at night. Clinical reason being mentioned as not performing as expected. So, they have planned explant. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).